Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. While on support, the patient was taken back to the operating room due to increased bleeding from the sternotomy and chest tubes. The chest was re-opened and washed out. At the end of procedure, it was decided by the surgeon to leave the chest open. The impella rp appeared to be in a good position. The purge system was changed out due to purge pressure low alarm. Purge dextrose was increased to ten percent and no heparin was in the purge due to the patient¿s bleeding. After the procedure, the patient began to decompensate. Care was withdrawn and the patient expired. Medical safety review of the event noted the use of the device cannot conclusively be associated with the (death) outcome.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.